Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Initial reporter telephone number: (B)(6) device evaluated by MFR: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a sclera friction. There was no patient injuries or other interventions taken. The iol was removed and replaced with a new one. The patient felt good with no issues post-op. No further information was provided.